Event description:
A review of the patient's programming history found that a faulted system diagnostic test was performed on (B)(6) 2010. A final interrogation was not performed after this test; however, upon initial interrogation at the following office visit, on (B)(6) 2010, the settings were found to be different and indicative of the faulted test.

Manufacturer narrative:
Analysis of programming history.